Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. Analysis indicated that there was blood on the distal conductor. The analyst noted that the stylet insertion was performed, result was failed due to dried blood obstructed within is-1 connector. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the right ventricular (rv) lead implant procedure, placement difficulty occurred while positioning, at one point the duct appeared to be blocked and the stylet could not be introduced anymore. The rv lead was removed, and a new lead was used. No patient complications have been reported as a result of this event.